Event description:
It was reported that the balloon catheter failed to inflate, was removed from the patient's body and was noted to be leaking. There were no reported clinical consequences to the patient. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon catheter failed to inflate, was removed from the patient's body and was noted to be leaking. There were no reported clinical consequences to the patient. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.